Manufacturer narrative:
Analysis of the blade found the tooth of the blade broke. Visually, the distal tip had broken off the inner cutter. The break occurred at the first proximal tooth valley. The outer assembly was deformed in such a way that indicates the inner blade teeth impacted the outer teeth at the third proximal tooth while moving in a clockwise direction. There was uneven wear at the cutting tip. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported that the event occurred during a total ethmoidectomy procedure. There was a delay in the procedure. There was no components left in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Health professional. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via a manufacturer representative that the tooth of the blade broke during the procedure. The retrieval of the metallic part was complex. A new blade was used to continue the procedure. There was no patient impact and the patient was alive with no injury.